Event description:
Same case as MDR ID: 2134265-2013-08230. It was reported that the balloon ruptured. The lesion being treated was located in the subclavian vein. Using an encore 26 inflation device, the physician inflated a 9.0x40mmx75cm gladiator balloon catheter 3 times up to 18atms in the target lesion. On the third inflation the balloon ruptured. The physician then inflated a non-bsc balloon two times up to 12atms and that balloon also ruptured. The physician felt that inflation device gauge was providing inaccurate readings. The procedure was not completed. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08230. It was reported that the balloon ruptured. The lesion being treated was located in the subclavian vein. Using an encore 26 inflation device, the physician inflated a 9.0x40mmx75cm gladiator balloon catheter 3 times up to 18atms in the target lesion. On the third inflation the balloon ruptured. The physician then inflated a non-bsc balloon two times up to 12atms and that balloon also ruptured. The physician felt that inflation device gauge was providing inaccurate readings. The procedure was not completed. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a microscopic examination of the balloon material identified a pinhole tear in the mid-body of the balloon. The tear measured approximately 0.5mm in length. An examination of the proximal and distal markebands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).